Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The onsite philips field service engineer (fse) inspected the system and confirmed that reported problem. After reviewing the log, it identified as an empty battery or a disk bay issue. Upon troubleshooting, it was also verified that there was no power to the host pc due to a faulty power supply. To resolve the problem, fse replaced the host pc and hdd and return the part for further analysis, and it found no fault or failure was identified. After replacing the host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.